Manufacturer narrative:
The device was not returned for analysis. The lot history record / device history record and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The patient presented with severe angina and pre-dilatation was performed using a 2.0x12mm semi-compliant balloon and a 2.75x28mm xience alpine stent was deployed at 14 atmospheres. Post stenting fluoroscopy showed a distal edge dissection and another xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.